Event description:
According to reporter, a respiratory therapist performed a trach change in which an incorrect size trach was placed in an infant that resulted in bleeding. A physician was summoned who examined the infant and determined no permanent incident related sequela occurred. A new trach was placed.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.